Event description:
The user discovered questionable valproic acid results for 12-15 patient samples after they received calls about the results. The user replaced the reagent cassette, performed calibration and quality control then repeated the patient samples on (B)(6) 2011. Of the data provided, the results for 14 patient samples were discrepant. All results are in ug/ml. All results <50 and >100 were accompanied by data flags. Patient sample 1 initial result was 59 and the repeat result was 122.9. The repeat result on integra 800 analyzer serial number (B)(4) was 117. Patient sample 2 initial result was 68 and the repeat result was >150. The sample was repeated with a 1:2 dilution and the result was 82.7 (165.4). Patient sample 3 initial result was 45 and the repeat result was 79.7. Patient sample 4 initial result was 49 and the repeat result was 79.3. Patient sample 5 initial result was 55 and the repeat result was 121.1. Patient sample 6 initial result was 42 and the repeat result was 59.0. Patient sample 7 initial result was 34 and the repeat result was 49.9. Patient sample 8 initial result was 42 and the repeat result was 65.8. Patient sample 9 initial result was 16 and the repeat result was 19.4. Patient sample 10 was from a (B)(6) female patient. The initial result was 49.8 (50) and the repeat result was 95.0. The repeat result on integra 800 analyzer serial number (B)(4) was 92. Patient sample 11 initial result was 31 and the repeat result was 41.1. Patient sample 12 initial result was 14 and the repeat result was 18.4. Patient sample 13 initial result was 52 and the repeat result was 104.3. Patient sample 14 initial result was 27 and the repeat result was 33.5. All of the initial results were reported outside the laboratory. The repeat results were deemed to be correct. The user stated there was no negative affect to any patient due to the original reported results. Corrected reports were issued for all samples except 9, 11, 12 and 14. The valproic acid reagent lot number was 64052901 with an expiration date of 07/31/2012. The field service representative determined there was a defective sample probe and replaced it. To verify the analyzer operation the user ran quality control with results within specification. The field application specialist verified the assay was configured correctly, performed calibration, quality control and precision testing. All results were within range and within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.